Event description:
It was reported that a power-on-reset (por) condition was observed. The error code was 0x0. The reporter had been attempting to recharge the ins fully prior to implant. After the por was cleared the reporter had an issue recharging. Once she moved away from some nearby equipment she was able to establish recharging. It was reported that the battery had a 50% charge.

Manufacturer narrative:
(B)(4).